Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre 2 sensor. A customer reported receiving an unspecified low sensor as compared to an hcp meter. The customer did not experience any symptoms, however, had contact with a healthcare provider who obtained unspecified blood glucose results that had a difference of 10 mmol/l compared to the sensor. The customer was diagnosed with hyperglycemia and received treatment from their diabetologist however, no treatment details were reported. There was no report of death or permanent injury associated with this event.